Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the customer reported alert- door open/put key in key lock not working properly which was reproduced. Visual inspection determined to be failed lower auxiliary which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed door open/put key in key lock not working properly. There was no known patient injury or medical intervention associated with this event. No additional information is available.